Event description:
It is reported that when surgeon opened the 54mm femoral component, a 46mm femoral component was inside the box (same lot number). Another device (different lot number) was used from stock.

Manufacturer narrative:
Zimmer foreign country has blocked the affected lots and initiated a recall. Six pieces were delivered to USA. All of them could be retrieved before implantation. No delay of surgery was reported of incident in the foreign country.